Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-416a-(B)(4). The fiber shows a circumferential fracture distal to fiber/cap fusion zone distal to the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits moderate char; the glass cap exhibits severe devitrification at the output window; the metal cap adhesion location exhibits burnt glue; the outer flow tubing exhibits mild contamination, likely biologic. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
It was reported that during a prostate procedure, "fiber start going on and off over and over during the procedure until the system request a new fiber", at 89,934 joules and 13:23 minutes of usage.the fiber was exchanged and the case completed. Patient outcome: ¿ok¿ reported.